Event description:
It was reported prior to starting a da vinci surgical procedure, the prograsp forceps instrument was not working. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. Visual inspection found both of the instrument pitch cables loose at the distal clevis hub. The instrument housing was opened for further inspection and found the pitch cable was derailed at the clamping pulleys. The instrument was placed on an in-house is3000 system and the motion was non-intuitive. An additional observation by failure analysis found the distal end of the main tube had various scratch marks with light material removed. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the main tube scratches with light material removed if to recur could cause or contribute to an adverse event.